Event description:
Nurse admininistrator reported that an air embolism occurred in pt. Allegedly, the venous line clamp didn't clamp and the air detect alarm didn't alarm. Pt was taken to hosp by ambulance where hemodialysis was contined. No further pt problems occurred.